Event description:
It was reported that the patient exhibited symptoms following a ventricular lead polarization change to unipolar due to a lead warning for low impedances. The lead was reprogrammed to bipolar, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.